Manufacturer narrative:
Product event summary: it was reported that the patient experienced critical battery alarms. One (1) battery ((B)(4)) was returned. The second battery, (B)(4), associated with this complaint was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(4) manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of (B)(4) revealed that the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication error between the controller and battery.additionally, an analysis of data log files revealed instances of premature power switching events due to communication errors involving (B)(4).this is an additional observation not related to the reported event. The most likely root cause of the reported event can be attributed to communication errors between the controller and battery. An internal investigation investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #:1650de / expiration date: 2015-08-31, not returned, mfg date: 2014-08-31, not labeled for single use. (B)(4).

Event description:
It was reported that a critical battery alarm was detected with two fully charged batteries. The batteries were exchanged. No patient complications have been reported as a result of this event.